Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp), and via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 that the pump/device set was explanted due to infection on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the device status was unknown as they did not explant the device. The patient was treated by their primary care doctor and the hospital. It was unknown if there were any exter nal/environmental/patient factors that may have caused or contributed to the infection. The cause of the infection was unknown. The infection had resolved.